Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube: one segment has an embedded, silver metal, coiled medical device but otherwise a patent lumen") in a female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: nsaid's and acetaminophen. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration / migration of essure device location of device: right fell out"), abdominal pain lower ("cramping"), amnesia ("loss of memory"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent laparoscopic bilateral tubal sterilization via bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal pain lower, amnesia, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, amnesia, device expulsion, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016: diagnosis:a. Left fallopian tube, left salpingectomy - benign fallopian tube with focal fibrosis and para tubal cyst. - multiple cross-sections examined. - metal essure device identified (grossly). B. Right fallopian tube, right salpingectomy: - benign fallopian tube. - multiple full cross-sections examined. - no essure device identified grossly. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 18-apr-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, device expulsion & device embedment , device monitoring procedure not performed are added. Lot number added. Concomitant conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube: one segment has an embedded, silver metal, coiled medical device but otherwise a patent lumen") in a 34-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: nsaid's and acetamoniphen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 5 months 7 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced device expulsion ("migration / migration of essure device location of device: right fell out / expulsion of essure device."). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), amnesia ("loss of memory"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent laparoscopic bilateral tubal sterilization via bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal pain lower, amnesia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, amnesia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016: diagnosis:a. Left fallopian tube, left salpingectomy. Benign fallopian tube with focal fibrosis andpara tubal cyst. Multiple cross-sections examined. Metal essure device identified (grossly). B. Right fallopian tube, right salpingectomy: benign fallopian tube. Multiple full cross-sections examined. No essure device identified (grossly. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 6-jul-2018: pfs received. Events depression, mental anguish and dysmenorrhea (cramping) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube: one segment has an embedded, silver metal, coiled medical device but otherwise a patent lumen") in a 34-year-old female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: nsaid's and acetaminophen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 5 months 7 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced device expulsion ("migration / migration of essure device location of device: right fell out / expulsion of essure device."). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), amnesia ("loss of memory"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent laparoscopic bilateral tubal sterilization via bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal pain lower, amnesia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, amnesia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2016: diagnosis:a. Left fallopian tube, left salpingectomy - benign fallopian tube with focal fibrosis andpara tubal cyst. - multiple cross-sections examined. - metal essure device identified (grossly). B. Right fallopian tube, right salpingectomy: - benign fallopian tube. - multiple full cross-sections examined. - no essure device identified (grossly. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube: one segment has an embedded, silver metal, coiled medical device but otherwise a patent lumen") in a 34-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Medical conditions: * (B)(6) 2016: diagnosis:a. Left fallopian tube, left salpingectomy - benign fallopian tube with focal fibrosis andpara tubal cyst. - multiple cross-sections examined. - metal essure device identified (grossly). B. Right fallopian tube, right salpingectomy: - benign fallopian tube. - multiple full cross-sections examiined. - no essure device identified (grossly. Previously administered products included for an unreported indication: nsaid's and acetamoniphen. Concomitant products included diazepam (valium) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2015 to (B)(6) 2016, nsaid's since 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced amnesia ("loss of memory"), 19 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced device expulsion ("migration / migration of essure device location of device: right fell out / expulsion of essure device."). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent laparoscopic bilateral tubal sterilization via bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, amnesia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the abdominal pain lower, pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, amnesia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (left tube occluded). Expulsion of essure device. Unilateral left. Sided occlusion with patent right fallopian tube.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2019: pfs received. Reporter's information was updated. Updated outcome of event(cramping). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left fallopian tube: one segment has an embedded, silver metal, coiled medical device but otherwise a patent lumen') in a 34-year-old female patient who had essure (batch no. C22908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Medical conditions: * (B)(6) 2016: diagnosis:a. Left fallopian tube, left salpingectomy - benign fallopian tube with focal fibrosis andpara tubal cyst. - multiple cross-sections examined. - metal essure device identified (grossly). B. Right fallopian tube, right salpingectomy: - benign fallopian tube. - multiple full cross-sections examiined. - no essure device identified (grossly. Previously administered products included for an unreported indication: nsaid's and acetamoniphen. Concomitant products included diazepam (valium) from (B)(6) 2015 to 21-sep-2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2015 to (B)(6) 2016, nsaids since 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced amnesia ("loss of memory"), 19 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced device expulsion ("migration / migration of essure device location of device: right fell out / expulsion of essure device."). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("menstruation issue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent laparoscopic bilateral tubal sterilization via bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, amnesia, menstrual disorder, menorrhagia, depression and anxiety outcome was unknown, the abdominal pain lower and dysmenorrhoea was resolving and the vaginal haemorrhage and pelvic pain had resolved. The reporter considered abdominal pain lower, amnesia, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs plaintiff currently planning for essure removal. She had been treated for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion (left tube occluded). Expulsion of essure device. Unilateral left. Sided occlusion with patent right fallopian tube.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome for pain, bleeding changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), amnesia ("loss of memory") and menstrual disorder ("menstruation issue"). The patient was treated with surgery (underwent laparoscopic bilateral tubal sterilization via bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, abdominal pain lower, amnesia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, amnesia, device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.